Event description:
Customer reported that charging port was defective, which caused cable to fit loosely and disconnect easily, leading to frequent charging interruptions and difficulty maintaining a stable connection. No adverse impact to the customer's blood glucose level was reported. Customer declined follow-up with customer technical support and no additional actions were taken.